Event description:
It was reported that during a revision of the right atrial lead for poor sensing and high thresholds, the physician saw blood inside the lead and suspected a crack in the insulation. The lead had been manipulated during a prior device upgrade procedure and the lead slack had been pulled back accidentally. This was suspected to have compromised the performance of the lead. The lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. The outer insulation was melted and exhibited cosmetic environmental stress cracking. Blood/body fluid was found on the proximal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism. The lead exhibited apparent explant damage.